Event description:
It was reported the patient's blood glucose levels rose to 25 mmol/l (450 mg/dl). The pod alarmed while wearing the pod on the arm for less than an hour.

Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. The ratchet gear was unable to be manually advanced. An additional hook switch spring was observed to be lodged between the chassis and ratchet gear, preventing the ratchet gear from advancing. The additional hook switch spring is confirmed as the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.